Event description:
It was reported the patient had a MRI in (B)(6), which after the pump continued to stall and the logs displayed ¿stopped pump period may exceed tube set¿. The MRI was believed to have been what led to the event. The pump alarmed and was still alarming at the time of report. The patient experienced withdrawal symptoms and a return of pain in (B)(6). No diagnostics/troubleshooting were performed. No interventions or actions were taken however it was also reported the pump was explanted and replaced. Pump logs were provided; per the logs when the pump was interrogated on the date of explant, the pump was stalled and the tube set message was still occurring. A low reservoir alarm followed by an empty reservoir alarm had occurred as well. Per the event logs, a motor stall occurred on (B)(6) 2015 at 13:30 followed by a recovery that same day at 14:37. The pump then stalled again, however, on (B)(6) 2015 and recovered the next day. Another stall then occurred on (B)(6) 2015 followed by a tube set message 48 hours later. A low reservoir alarm then occurred on (B)(6) 2015 followed by an empty reservoir message on (B)(6) 2015. The stall then recovered on 2015-05-15. However, the pump continued to intermittently stall, display tube set messages, recover and then stall again from dates ranging from (B)(6) 2015 through the date it was explanted. The issue was considered resolved at the time of report. The patient¿s status was listed as ¿alive- no injury¿ at the time of report as well. The device system was used to deliver morphine, bupivacaine and clonidine.

Event description:
Additional information was received from a consumer. The pump "shorted out" in (B)(6) 2015, and was the reason for replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11300r64, implanted: (B)(6) 2002, product type: catheter. Product ID 8540, lot# cs0981, implanted: (B)(6) 2011, product type: accessory. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bearing.